Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room following a syncopal event. Electrocardiograms showed a loss of output from the pulse generator. Device reprogramming was performed. No additional syncopal episodes were reported and the patient would be monitored.